Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not shut off. The procedure was completed by opening a new kit and a new cable. There were no patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)